Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Total knee revision was performed. Date of implant was identified as (B)(6) 2009.

Manufacturer narrative:
An event regarding instability involving an triathlon insert was reported. The event was not confirmed. Device evaluation and results: minor damages were observed on edges. Material analysis engineer indicated that "damage consistent with edge loading from femoral component observed on distal end of articulating surface of insert." Explantation damage also observed." Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that patient was revised due to flexion instability. The device was returned and damages were observed on edges and articulating surface of insert. As per material analysis engineer these damages are the damage consistent with edge loading from femoral component observed on distal end of articulating surface of insert. Explantation damage were also observed. The event could not be confirmed nor the root cause could be determined because insufficient medical information was provided. If additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Total knee revision was performed. Date of implant was identified as (B)(6) 2009.